Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection. The entire system was removed from the left side on (B)(6) 2020 and a new system was re-implanted on the right side on (B)(6) 2020. The patient was stable post procedure.